Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the complaint unit was received for evaluation. The plunger was observed in its advanced position and the cartridge was correctly engaged into lower body of the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Scarce amount of viscoelastic residues were observed in the device. The cartridge tip was deformed. No lens was returned as it is still implanted. The reported issue was verified. However, the conditions in which the product was returned indicate that the product was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), the doctor observed that the tip part of the cartridge was deformed. However, the doctor implanted this iol with no problem. There was no patient injury. No additional information was provided to abbott medical optics.